Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer drove through a tunnel, the device allegedly made noise and the consumer allegedly rolled backwards and fell over with her mobility scooter.

Manufacturer narrative:
Upon inspection of the error from the s-drive, it is determined as consumer abuse.

Event description:
Provider alleges consumer drove through a tunnel, the device allegedly made noise and the consumer allegedly rolled backwards and fell over with her mobility scooter.